Event description:
I am allergic to a component -methacrylate- in an acrysofiq implanted lens and need a serum made to desensitize me to it. Facility has the lens but told me you have to approve it to be used as a drug. I don't see why as it is only going to be used by one person--me. Does facility need your permission to give me this lens, so I can get the serum made up and receive the shots? I am living a very miserable life with constant headaches, miserable eyes and other symptoms, sometimes severe -like vascular collapse- if I leave my house and get into other environmental allergies. Dates of use: 2006 - 2009. Diagnosis or reason for use: after cataract surgery.